Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD; 6725 adaptor, implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements. It was noted that the lead observed to be ¿frayed¿ upon removal. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The analyst noted that insulation was separated from the connector sleeve. If information is provided in the future, a supplemental report will be issued.